Manufacturer narrative:
The customer has been requested to contact customer service so that her issue can appropriately be addressed. As of the date of this report, the customer has not done so. In follow up with a complaint handler on 12/04/2023, the customer stated that her obstetrician diagnosed her with mastitis on 9/02/2023 and she also went to the emergency room on (B)(6) 2023. Additionally, she indicated that she was prescribed antibiotics at the time, but it is now resolved. The customer was encouraged to contact customer service again. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 11/21/23, the customer emailed that her tubing snapped off on her pump in style breast pump. Customer service responded requesting some additional information and the warranty policy. On 11/22/2023, the customer responded that her pump in style was not within the warranty but when she uses her freestyle she kept getting clogged ducts and ended up with mastitis.